Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a faradrive steerable sheath was selected for use. On postoperative day two, the patient reported mild tenderness at the right inguinal puncture site. Physical examination showed bruising and ecchymosis extending from the right inguinal region to the inner thigh. On (B)(6) 2026, a superficial tissue ultrasound revealed a mixed echogenic mass measuring approximately 46x24x42 mm in the subcutaneous tissue of the right inguinal area. The mass had well defined borders and a regular shape. Color doppler demonstrated red and blue flow signals within the anechoic region, and a biphasic bidirectional arterial waveform was detected. The mass appeared connected to the femoral artery with a neck measuring approximately 4.3 mm, consistent with a possible pseudoaneurysm with partial thrombosis. A pressure bandage was applied, and a vascular surgery consultation was requested. Later that day, under ultrasound guidance, thrombin powder was injected into the right femoral artery pseudoaneurysm. A follow up ultrasound on (B)(6) 2026, identified an arteriovenous fistula between the right superficial femoral artery and superficial femoral vein, along with persistent findings of a pseudoaneurysm with partial thrombosis. A second ultrasound guided thrombin injection was performed. On (B)(6) 2026, compression therapy (manual compression, sandbag, and pressure bandage) was applied. Because this adverse event prolonged the patients hospitalization. The adverse event was assessed as related to the pulse field ablation (pfa) procedure and not related to the patient medical history, cardiovascular disease, medications, prior surgeries, pfa instruments, or other devices. The bruising at the puncture site improved, and no new abnormalities were noted on repeat ultrasound. The event resolved, and the patient was discharged on (B)(6) 2026. The device is not expected to be returned.